Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier: unknown / not provided. Weight: unknown / not provided. PMA/510(k) number: k013227.

Event description:
It was reported that implant was removed due to pain.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative. One tapered screw-vent implant (tsvb11) and mount were returned for investigation. There were no allegations against the mount and the event occurred at tissue level. Therefore, the investigation was conducted only on the implant and the related event. Visual evaluation of the as returned implant identified signs of use (bone residue and wear) but no apparent signs of malfunction. The device could not be functionally tested for the reported failure (pain). However, measurements were taken on 4-jun-2021 using a caliper. Following dimensional analysis and comparison to drawings, the device was determined to be within design specification. Device history record (DHR) review for the lot (1227756) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1227756) for similar events (complaint category keywords: medical: pain) and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were nonverifiable.

Event description:
No further event information is available at the time of this report.